Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician encountered resistance when passing the peg tube over the guidewire and the coating of the guidewire began to "peel" from the wire. The resistance was near the transition of the peg tube and introducer. The coating "peeled" outside of the patient and no fragments of the coating were detected inside of the patient. The peg tube was removed from the guidewire and the guidewire was then extracted from the patient. A competitor's .035" guidewire was then passed into the stomach and withdrawn with a snare from the mouth. The original peg tube was advanced over this guidewire. However, again, the account encountered resistance and the coating of the guidewire began to "peel" from the wire. The coating "peeled" outside of the patient and no fragments of the coating were detected inside of the patient. The guidewire was removed from the patient. The procedure was completed with another manufacturer's device that was placed surgically. At the conclusion of the procedure the patient was reported to be fine.

Manufacturer narrative:
It has been determined that after the physician made two attempts to place the same endovive standard peg kit push method device, it was the physician's preference to use another manufacturer's device, that needed to be surgically placed. Therefore the priority has been corrected to malfunction. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the physician encountered resistance when passing the peg tube over the guidewire and the coating of the guidewire began to "peel" from the wire. The resistance was near the transition of the peg tube and introducer. The coating "peeled" outside of the patient and no fragments of the coating were detected inside of the patient. The peg tube was removed from the guidewire and the guidewire was then extracted from the patient. A competitor's .035" guidewire was then passed into the stomach and withdrawn with a snare from the mouth. The original peg tube was advanced over this guidewire. However, again, the account encountered resistance and the coating of the guidewire began to "peel" from the wire. The coating "peeled" outside of the patient and no fragments of the coating were detected inside of the patient. The guidewire was removed from the patient. The procedure was completed with another manufacturer's device that was placed surgically. At the conclusion of the procedure the patient was reported to be fine.

Manufacturer narrative:
(B)(6). (B)(4) - difficulty placing, surgically placed another manufacturers' device. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).